Event description:
Pt was experiencing frequent urination during the night and his blood glucose level was high. The next afternoon he was admitted to the hospital, vomiting with a blood glucose level > 400 mg/dl. He was given saline and an intravenous insulin. The next morning, when he resumed pump therapy, his blood glucose rose to 300 mg/dl.